Manufacturer narrative:
Block b3: date of event was approximated to be (B)(6) 2019 as no specific event date was reported. Block d4, h4: the complainant was unable to report the suspect device upn and lot number; therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter's phone number: (B)(6). Block h6: problem code 2423 captures the reportable event of stent block/occluded. Problem code 4003 captures the reportable event of stent migration. Problem code 1528 captures the reportable event of stent difficult to remove. Block h10: the complaint device was not returned for analysis; however, a photo of the device was provided. An analysis of the photo noted that the stent cover was damaged and the stent was occluded after impacting the duodenum. The reported difficulty removing the stent was likely related to the migration and occlusion of the stent. The damage to the stent cover maybe related to the contact of the device with the patient anatomy during migration or manipulation during stent implantation. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Stent migration and stent obstruction are noted within the dfu as a potential adverse effects associated with the use of this device. Therefore, the most probable root cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation on june 24, 2019 that a wallflex biliary covered stent was implanted to treat a malignant stricture in the common bile duct (cbd) during a percutaneous transheptic cholangiography (ptc) with stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, after the stent was in place, on an unknown date the stent had migrated, the end of the cbd stent was impacting on the duodenum and was occluded. The physician attempted to remove the stent from the patient and during the procedure, an argon laser was used to cut the nitinol mesh (metal stent wire) but it was unsuccessful. Reportedly, the stent was able to be removed and was pulled out from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Date of event was approximated to be (B)(6) 2019 as no specific event date was reported. The complainant was unable to report the suspect device upn and lot number; therefore, the manufacture and expiration dates are unknown. Initial reporter's phone number: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary covered stent was implanted to treat a malignant stricture in the common bile duct (cbd) during a percutaneous transheptic cholangiography (ptc) with stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, after the stent was in place, on an unknown date the stent had migrated, the end of the cbd stent was impacting on the duodenum and was occluded. The physician attempted to remove the stent from the patient and during the procedure, an argon laser was used to cut the nitinol mesh (metal stent wire) but it was unsuccessful. Reportedly, the stent was able to be removed and was pulled out from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.